Manufacturer narrative:
Initial reporter information: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the oxygen solenoid valve was faulty. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) confirmed the issue. The "rp-solenoid valve, oxygen, v60" was replaced and the reported issue was resolved. The device was returned to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.